Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on the same date the patient was hospitalized for an elevated blood glucose (bg) of 356 mg/dl with nausea and vomiting associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and received treatment by a healthcare provider with intravenous (IV) glucose. The patient was referred to their healthcare provider for diabetes management. Troubleshooting with customer technical support (cts) revealed that the pump was performing correctly. The patient reportedly changed the cartridge and infusion set and tried to use the pump again but it still showed a high bg of 369 and then the patient stopped using the pump. The patient notified their healthcare provider (hcp) and the hcp did not request that the patient should change any settings in their pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to use error.